Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 45 stapler instrument was analyzed and failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have the snake wrist cover torn. The torn cover was not returned with the instrument. The complaint was confirmed based on failure analysis. The probable root cause can be attributed partially or wholly by the user of the device including sample handling. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a training/demo of the da vinci system, the sureform 45 stapler instrument had torn rubber, making it impossible to remove the instrument through the cannula. There was no report of patient involvement.